Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information provided: as the customer reported this event directly to (B)(6), we received this complaint from our health authority and there were no more details than those that were forward to you. Thus, unfortunately it is not possible to get the answers for the additional information required.

Event description:
It was reported that during a gastroplasty procedure, during the surgical procedure of the patient, the hospital equipment (stapler) was blocked, which made the safe and effective sutures / closures of the organs (stomach) of the patient impossible. The patient had a postoperative fistula.